Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they were experiencing high blood glucose and insulin flow blocked alerts. Blood glucose level at the time of the incident was 513 mg/dl which was treated with 10 unit bolus. Customer stated alerts occurred while trying to deliver a bolus to correct high blood glucose. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.